Event description:
The pt was admitted to the hospital on (B)(6) 2010, for removal of a foreign body in a previous gastric tube track that was created on (B)(6) 2010. Her gastric tube was removed on (B)(6) 2010. The pt developed gastric tube site infection and fistula. She was taken to surgery on (B)(6) 2010, for removal of the foreign body and resection of the abscess cavity over the gastric tube site. The pathologist described the removed foreign body as a compact metal coil, 2.2 x 0.1 x 0.1 cm with a 5.5 cm green suture centrally placed in the coil. It was believed that this description fits that of a cope gastrointestinal preloaded suture anchor that would be used to anchor the anterior wall of the stomach to the abdominal wall prior to introduction of interventional gastrostomy catheter. The pt has possession of this device per her request. The pt's current status is unk; however, from the provided info, the portion was removed completely with no adverse affect to the pt.

Manufacturer narrative:
Exp date unk as lot is unk. Pain, foreign body reaction and surgical procedures is not addressed per the IFU. Migration, not specifically addressed per the IFU. No product was returned to assist in this investigation. This device is provided with an info for use (IFU) that states: note: the suture may be left in place for two weeks while tract formation occurs, or it may be cut after gastrostomy placement. This releases the anchor into the stomach, allowing its passage via the gastrointestinal system. It is possible that since the device was left in place for four weeks, rather than the suggested two weeks (per the IFU), the anchor was not released into the stomach, allowing its passage via the gastrointestinal system. We will continue to monitor for similar events and have notified the appropriate internal personnel. Additional info from u/f report: (B)(4).